Event description:
Reportedly, on (B)(6) 2026, the transmitter is unable to connect to the network at the patient's home. Indeed, during setup and after entering the implant's serial number, the transmitter displays "no network."

Manufacturer narrative:
Analysis of the returned subject device confirmed the reported event. Upon reception, the transmitter is not able to connect to network correctly. Review of the event log shows that no communication occurred after (B)(6) 2026, but the transmitter worked correctly during a long period of time. Many inputs are visible, which correspond to a defective power adapter behavior. This cause the corruption of the transmitter, leading to the reported malfunction. This case is retained and utilized for trend purposes.

Manufacturer narrative:
Investigation is still ongoing, results will be provided on the next report.

Event description:
Reportedly, on (B)(6) 2026, the transmitter is unable to connect to the network at the patient's home. Indeed, during setup and after entering the implant's serial number, the transmitter displays "no network."